Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter was in patient after insertion date of (B)(6) 2025 foley catheter fell out when staff looked at foley the balloon locked sliced and had large hole. It was noted that the given lot# was ngjt0052. New foley inserted but second time this has happened to us with the 16fr 30cc ribbed ballon silastic.

Event description:
It was reported that foley catheter was in patient after insertion date of 2025feb20 foley catheter fell out when staff looked at foley the balloon locked sliced and had large hole. It was noted that the given lot# was ngjt0052. New foley inserted but second time this has happened to us with the 16fr 30cc ribbed ballon silastic.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used silastic foley catheter. Visual inspection of the sample noted packaging label batch number does not match part number printed on inflation cap. The catheter balloon was inflated with methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and no issues observed. With the syringe attached deflated balloon with no difficulties no abnormalities present on balloon. No holes present on the catheter. The reported failure could not be replicated. No root cause could be found because the reported event was unconfirmed. The device history record review could not be performed without a lot number. As the reported event is unconfirmed a labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.